Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of blank display and failed battery test. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated with the pump. The customer stated that the pump turned off without any indication. The customer stated that she sweats sometimes and see moisture under the screen. The customer was able to clear the alarms. The product was not returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No blank display and failed battery alarm noted during the testing. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.